Event description:
It was reported that the system monitor did not boot anymore. The power was disconnected and reconnected several times without success. The system monitor and power module were exchanged.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the power module serial number (B)(6) was received and evaluated at edc service center along with system monitor serial number vsm-2820. The reported event of the system monitor not being able to boot up was not able to be confirmed or correlated to an issue with the power module. The power module was functionally tested and was found to function as intended. All test were successfully performed and the power module passed. The root cause for the reported was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the power module was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.